Event description:
The customer reported the system displayed an anode over temp error and required a reboot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined that the system incorrectly calculated the anode temperature due to an incorrect time of exposure being used in the calculation. Ge rep loaded is7 software. System operates as intended. This event was re-evaluated on 01/15/2010 and determined to be reportable. (B) (4)